Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer sometimes experienced low blood glucose levels. Reportedly, the customer declined to discuss the event further.